Event description:
Ous MDR. After an implantation time of about 32 months, it was reported that ventricular oversensing without shock delivery was detected via home monitoring, which could later be reproduced clinically. The lead was explanted and returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. During the analysis, fraying of the insulation could be seen about 14 cm distal of the is-1 connector pin. This damage is, with high probability, to be regarded the cause for the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of the fraying incidents are characteristic for massive mechanical stress on the lead from friction at the generator housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. Near the is-1 connector pin, a severely twisted inner conductor helix could be seen. The inner conductor helix was twisted off. The analysis showed that an overrotation of the screw mechanism during the explantation should be considered as cause. There were no indications of material defects or manufacturing errors.